Manufacturer narrative:
The account cleaned the latch assembly and replaced the side rail latch spring to resolve the issue.

Event description:
The account alleged that the right head side rail has intermittent latch function. No patient impact.